Manufacturer narrative:
Additional information: x-ray analysis: "single ap/lateral post-op x-rays show malpositioning of one c2 screw. This should not cause a surgical site infection. I do not think this is a hardware complication."

Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: g7750087 / lot: 0280131w part: g7750087 / lot: 0420081w part: g6956410 / lot: h10d8932 part: g6957624 / lot: h5163883 (x2) part: g6958926/ lot: h5164185 (x2) part: g6957626 / lot: h5198041 (x2) part: g6957626 / lot: h5231071 (x2) part: g6950315 / lot: h5198041 (x9) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine definitive cause of event.

Event description:
It was reported that patient underwent posterior spinal fusion at c2-th1.on unknown date, post-op, infection developed. Patient underwent revision surgery on (B)(6) 2016. Irrigation and debridement were performed. The revision surgery was performed under the o-arm navi. 9000 ml saline was used in irrigation and debridement procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.